Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a cholecystectomy procedure that the clip did not feed to the jaw properly. When the handle gripped, the clip fell out. Another like device was used. There was no pt consequence.